Event description:
It was reported that patient underwent a total reverse shoulder arthroplasty approximately three years ago. Subsequently, a revision procedure was performed on (B)(6) 2013 due to dislocation of the glenosphere. The glenosphere, bearing, and taper adapter were removed and replaced. Upon removal, it was noted that the taper adapter and the bearing were damaged.

Event description:
It was reported that patient underwent a total reverse shoulder arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2013 due to dislocation of the glenosphere. The glenosphere, bearing, and taper adapter were removed and replaced. Upon removal, it was noted that the taper adapter and the bearing were damaged. Additional information received indicates that the central screw was not fully seated. This issue was noted during the revision procedure on (B)(6) 2013 and the central screw was also removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information related to the details of the revision procedure, which was unknown at the time of the initial medwatch. Evaluation of the returned component found considerable wear on the taper surface, which indicated the disassociation had been present over time. If the center screw is not properly positioned and verified with the trial, a disassociation of components is possible. There are warnings in the package insert that state that this type of event can occur: "disassociations of modular components have been reported. Failure to properly align and completely seat the components together can lead to disassociation." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-02045, 02780 & 03229).

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The following section could not be completed with the limited information provided: date implanted - approximately three years ago. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02045 & 02780).